Event description:
Pelvic abscess. Information was received from a physician regarding a patient who underwent sigmoid resection with anastomosis and received 2 sheets of seprafilm in the pelvis and midline. Subsequently, the patient developed a pelvic abscess which required percutaneous drainage and prolonged intravenous antibiotics (unspecified) and hospitalization. Culture results were positive for bacteroides. The physician noted that there was no anastomotic leak. At the time of this report, the patient has not yet recovered. The physician reported the pelvic abscess as severe in intensity and probably related to the use of seprafilm.